Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dvt (deep vein thrombosis) with the leg swelling dramatically and leg pain so intense the patient could barely walk. Medical intervention was specified as being prescribed blood thinners for 6 months during which time the leg of the patient slowly returned to normal. The patient claimed to have used the device for over 5 years and suspended use upon hearing of the recall. The dvt occurred within one month of suspending use of the device. Approximately 13 months later (date not specified), the patient experienced another dvt after injuring the leg while moving furniture. The patient was subsequently recommended to remain on blood thinners indefinitely. The patient had unspecified tests performed to attempt to determine the cause of the dvt, but testing was unsuccessful in diagnosing the cause. The patient claims to have no personal or family history of clots, and attributes the events as occurring following the suspension of use of the device. The patient stated this experience has forever altered the course of the patient's life. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.